Manufacturer narrative:
(B)(4).

Event description:
The patient reported stimulation turning on and off on its own. The patient also reported experiencing "a pop" which would turn stimulation off. As a result, the patient's scs lead was explanted and replaced which resolved the issues. Reference MFR. Report: 1627487-2016-04461 for scs ipg.